Event description:
Follow-up #3 information received on 12-dec-2019 from quality investigation results received from quality department. Quality investigations results as follow on 12-dec-2019: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needles batch. The practitioner did not return the impacted device but returned a box of 50 needles for another batch than the incriminated batch. Consequently, tests performed during this investigation was done on the needles from the retention sample box. No deficiency was observed during the tests performed due to this complaint (cannula breakage). In addition, the manufacturer was not able to eliminate a possible generation of the reported defect during use by the practitioner: high pressure and/or sudden movement during injection. As the practitioner did not describe all the conditions of use during the generation of the reported defect and with no defect found during the investigation, this possible cause cannot be discounted. Consequently, the origin of the complaint was not determined. Therefore, a formation/resensibilisation of the practitioner to the instructions for use and a to the good practices was recommended. Follow-up #3 on 12-dec-2019: quality investigation results received. Causality assessment re-evaluated on 10-jan-2020 on quality investigation results received on 12-dec-2019: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices), other medically important condition). B. Expectedness: foreign body in gastrointestinal tract: unexpected us. Needle issue: unexpected us. Toothache: unexpected us. C. Causality a) latency: compatible. B) recognized association: no. C) analysis: the device broke from the hub and the needle was found embedded in the patient's cheek muscle and not possible to retrieve. The possible causes for the reported event may be excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection. Quality investigation results showed no issue on the retention batch sample. The patient experienced toothache. This may be linked to his recurrent history of caries on tooth #15 (the treated tooth as well) or due to the dental procedure. At the time of the report, there was no information to identify a misuse or inappropriate usage during the local injection. No other claims have been registered on the batch. No CAPA is deemed necessary. The causal relationship between the device and the events was considered as unlikely. D) dechallenge: na. E) rechallenge: na. Concluded causality who: not assessable. Fu #3 (12-dec-2020): the causal relationship was changed from not assessable to unlikely.

Manufacturer narrative:
No deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needles batch. The practitioner did not returned the impacted device but and returned a box of 50 needles for another batch than the incriminated batch. Consequently, tests performed during this investigation was done on the needles from the retention sample box. No deficiency was observed during the tests performed due to this complaint (cannula breakage). Consequently, the origin of the complaint was not determined. We are not able to eliminate a possible generation of the defect during the use by the practitioner: high pressure and/or sudden movement during injection. As the practitioner did not described all the conditions of use during the generation of the defect and without defect proved during this investigation, this cause cannot be discarded or proved. But the cause privileged of the impossibility of cannula fragment removal for breakage to the hub is the no respect of the warning "do not insert needle to the hub during injection" listed in the notice. If the patient is apprehensive, this could have an impact on the condition of realization of anesthesia. The IFU of the device are describe in the notice. Consequently, we recommend a formation/resensibilisation of the practitioner to the IFU and a follow by professional formed to the good practices. Risk evaluation: this is the first complaint for a "needle breakage" defect on 1'180'000 devices sold for this batch (100'000 for darby brand name) and for the 2'834'700 cannulas for this cannula batch. The controls done by our supplier and during the production of this batch prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no rupture during bending test and rupture force higher than 22n. The cause privileged of the impossibility of cannula fragment removal for breakage to the hub is the insertion of the needle to the hub during injection. The warnings "do not insert needle to the hub during injection" is listed in the notice. Without any occurrence on these batches of device and cannulas, and without deviation registered during the production and without quality issue identified during this investigation, the residual risk is judged acceptable. The investigation did not permit to found the origin of the complaint, but the privileged cause is the generation of the defect during the injection. Consequently, and without any recurrence on this needle batch (1'180'000 needles) and on the cannulas batches used (2'834'700 cannulas for batch: 579-18), no action will be done due to this complaint.

Event description:
Follow-up #4 information received on 04-feb-2020 from reporting dentist via dealer sales representative. Update of patient's status was received on 04-feb-2020: patient is "doing well"; the needle fragment is currently scheduled to be removed in (B)(6) 2020. Follow-up #4 on (B)(6) 2020: patient's status update received. Needle scheduled for removal in (B)(6) 2020. Updated outcome for adrs: adr "foreign body in gastrointestinal tract" changed from "unknown" to "not recovered"; adr "needle issue" changed from "unknown" to "not recovered", adr "toothache" changed from "unknown" to "recovered". Causality assessment re-evaluated on (B)(6) 2020 on additional information received on 04-feb-2020: fu#4 (B)(6) 2020): the causalrelationship remains as unlikely.

Event description:
Spontaneous report, from the united states. Local reference #: (B)(4). Quality complaint reference #: (B)(4). Dealer complaint reference #: (B)(4). Initial information received on 29-oct-2019 from a dentist via dealer sales representative. Follow-up #1 information received on 30-oct-2019 from a dentist via dealer sales representative. Follow-up #2 information received on 06-nov-2019 from a dentist via dealer. Initial and follow-up information are integrated in below case narrative. On 29-oct-2019, the dentist reported that a a (B)(6) male patient (body weight: (B)(6)), with a medical history of tooth 15 reucrrent caries and acid reflux, had been treated with suspect device darby private label needle 30g short (batch # f08110aa, expiration date: 2023-12) on (B)(6) 2019. The patient was reported not anxious prior to dental treatment. The suspect device was used for an infiltration injection for dental local anesthesia with 2 cartridges of concomitant medication. Lidocaine 2% hcl with epinephrine 1:100,000 (batch number and expiration date: not reported) in the upper left for tooth #15 (corrected form tooth #16 reported previously on 30-oct-2019) via buccal route. The needle was reported not pre-bent. The injection site was reportedly healthy. Topical anesthetic (active ingredients not specified) was applied at the injection site prior to injection. Indication of the dental treatment with the suspect device was for injection of dental local anesthesia by infiltration via buccal route for removal of existing amalgam filling and to evacuate decay with recurrent dental caries in tooth #15. On(B)(6) 2019, at the time of use of suspect device, the patient was complaining of pain in tooth #15. On (B)(6) 2019, when the dentist finished the injection, when the syringe was pulled back, the dentist noticed the suspect device had broken from the hub ("needle not attached to drum"). The needle was found embedded in the patient's cheek muscle and it was not possible to retrieve it. The patient was taken to the emergency room and were not able to be help. On an unspecified date, the patient underwent panoramic dental x-ray (results: not provided), maxillofacial CT scan (results: needle lodged in lateral pterygoid muscle) and was scheduled to have oral surgeon to remove the needle but he reportedly did not show up. On (B)(6) 2019, the patient went to see oral surgeon (outcome: not provided) and was scheduled for a follow-up appointment in (B)(6) 2020. The intended dental treatment reportedly was not completed as intended due to the incident. The patient received following post-operative medications: amoxicillin 500 gm, ibuprofen 600 mg. At the time of the report, the patient's outcome was unknown. Additional information expected. Follow-up #1 information on (B)(6) 2019: dentist information, patient status update, injection site information, injection technique used and condition of the needle prior to injection. Follow-up #2 information on (B)(6) 2019: updated: patient demographics, patient status update, injection site information, injection technique used, concomitant medications, patient's medical history, intention for dental treatment. Corrected tooth involved in dental treatment from #16 to #15. Added new reaction term: toothache; removed reaction term: no adverse event. Added tests performed and upcoming scheduled appointment between patient and oral surgeon. Causality assessment on (B)(6) 2019 on initial information received on 29-oct-2019 and additional information received on 30- oct-2019. Re-evaluated on 27-nov-2019 on additional information on 06-nov-2019: seriousness: serious (required intervention to prevent permanent impairment/damage (devices), other medically important condition) expectedness: foreign body in gastrointestinal tract: unexpected us. Needle issue: unexpected us. Toothache: unexpected us. Causality: latency: compatible. Recognized association: no. Analysis: the device broke from the hub and the needle was found embedded in the patient's cheek muscle and not possible to retrieve. The possible causes for the reported event may be excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/ or quality issue. The patient experienced toothache. This may be linked to his recurrent history of caries on tooth #15 (the treated tooth as well) or due to the dental procedure. At the time of the report, there was no information to identify a misuse or inappropriate usage during the local injection. No other claims have been registered on the batch. Awaiting quality investigation results, no CAPA is deemed necessary. The causal relationship between the device and the events was considered as not assessable. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable.